Manufacturer narrative:
Patient information was unavailable from the site. A medtronic representative went to the site to test the equipment. The representative was unable to replicate the reported issue. The imaging system then passed the system checkout and was found to be fully functional.

Event description:
A site representative reported that, while in a cranial resection, the imaging system displayed that the system was booting and would not progress past the prompt. It was noted that the issue occurred when attempting to perform a post-operative image acquisition. It was reported that imaging system was restarted with resolution. There was a reported delay to the procedure of less than 1 hour due to this issue. There was no impact on patient outcome. No additional information was provided.